Event description:
Reportedly, the pacemaker involved in this MDR report was not implanted because the operator was unable to tighten the ventricular setscrew. It was returned for analysis.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.